Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device product code: no device product code as product is identified as obsolete. Concomitant product: 00594205111 - device information unavailable at this time. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00607.

Event description:
It was reported that a patient underwent a left knee total arthroplasty on an unknown date. Subsequently, the patient has been indicated for a revision due to unknown reasons. The revision has not yet occurred as it was noted the proposed date would be approximately 4 months from now. Attempts have been made and no additional information has been provided.

Event description:
It was reported that a patient underwent a left knee total arthroplasty on an unknown date. Subsequently, the patient has been indicated for a revision due to unknown reasons. The revision has not yet occurred as it was noted the proposed date would be approximately 4 months from now. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device product code: no device product code as product is identified as obsolete. Concomitant product: 00594205111 - device information unavailable at this time. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00607.

Event description:
It was reported the patient has been indicated for revision of the articular surface of the left knee replacement due to instability and wear. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a1, a2, b1, b2, b4, b5, d6, g4, h1, h2, h6, h10. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information provided. No product or pictures were provided and medical records provided were irrelevant to the event. Initial op notes showed no intra-operative complications. A review of the device history records was unable to be performed as lot identification was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : insufficient information.

Event description:
No additional information at the time of this report.